Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding"), cervix carcinoma stage 0 ("post removal had leep procedure with dx of ca in situ of exocervix.") And uterine haemorrhage ("aub") in an adult female patient who had essure (batch no. 201401, 2014-02) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, urinary tract infection, burning micturition, cystitis, irritability, hot flashes, pre-menstrual tension syndrome, ovulation pain, nausea, vomiting, allergic reaction to analgesics, hives, paratubal cyst and tiredness. Concomitant products included aludrox (maalox), cefalexin (keflex), docusate sodium (colace), magnesium hydroxide (milk of magnesia), medroxyprogesterone (depo provera) and oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cervix carcinoma stage 0 (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), constipation ("constipation") and urticaria ("urticarial rash arms and back"). The patient was treated with surgery (laparoscopic bilateral salpingooopherectomy to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma stage 0, uterine haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, menorrhagia, vaginal haemorrhage, rash, skin disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, abdominal distension, constipation and urticaria outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, cervix carcinoma stage 0, constipation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in the lot numbers per pfs and mr. (B)(6) 2012- the right fallopian tube is patent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded); on (B)(6) 2012: occluded fallopian tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, uterine haemorrhage, abdominal distension, pelvic pain, abdominal pain, dysmenorrhea, constipation, rash, urticaria, vaginal discharge, abdominal pain lower. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, lot number, concomitant disease, treatment medication, new events uterine haemorrhage, menorrhagia, vaginal haemorrhage, rash, skin disorder, bladder disorder, urinary tract disorder, dysmenorrhea, vaginal discharge, abdominal distension, constipation, urticaria and device ineffective added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding"), cervix carcinoma stage 0 ("post removal had leep procedure with dx of ca in situ of exocervix.") And uterine haemorrhage ("aub") in an adult female patient who had essure (batch no. 201401-inv, 2014-02-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, urinary tract infection, burning micturition, cystitis, irritability, hot flashes, pre-menstrual tension syndrome, ovulation pain, nausea, vomiting, allergic reaction to analgesics, hives, paratubal cyst and tiredness. Concomitant products included aludrox (maalox), cefalexin (keflex), docusate sodium (colace), magnesium hydroxide (milk of magnesia), medroxyprogesterone (depo provera) and oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cervix carcinoma stage 0 (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), constipation ("constipation") and urticaria ("urticarial rash arms and back"). The patient was treated with surgery (laparoscopic bilateral salpingooopherectomy to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cervix carcinoma stage 0, uterine haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, menorrhagia, vaginal haemorrhage, rash, skin disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, abdominal distension, constipation and urticaria outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, cervix carcinoma stage 0, constipation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in the lot numbers per pfs and mr. (B)(6) 2012- the right fallopian tube is patent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded); on (B)(6) 2012: occluded fallopian tubes concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, uterine haemorrhage, abdominal distension, pelvic pain, abdominal pain, dysmenorrhea, constipation, rash, urticaria, vaginal discharge, abdominal pain lower. Most recent follow-up information incorporated above includes: on 5-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (underwent to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, migraine, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-oct-2017: reporter information updated and lawyers added (legal case). She had surgery to remove the essure implant on (B)(6) 2011 (previously reported as (B)(6) 2010). Event migraines was added and updated events reported verbatim of pelvic pain/pain (previously reported as pelvic pain), heavy abnormal bleeding/ abnormal bleeding (previously reported as heavy abnormal bleeding). Explant date was (B)(6) 2016 (previously reported as 2016). Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent to remove one or more of the essure coils). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.